Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Allegations on the lead could not be confirmed. The lead passed electrical testing and the lead tip and tines have no visible signs of damage or defect which would lead to dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold measurements. This rv lead was explanted and replaced successfully and will be returned for analysis. No additional adverse patient effects were reported.